Event description:
It was reported the patient never had therapeutic effect. The reporter stated they do as well with the stimulation off as they do with stimulation on. It was noted the patient stated the implantable neurostimulator (ins) was never effective. It was noted the patient had pain around their hips and stomach which is why they wanted to have an IV or injections. It was further noted the patient wanted to know if they can have injections or IV from their healthcare professional. The reporter stated the ins kept moving around and it was hard for them to sleep. The reporter further stated it was like there was a big box in her lower back. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3 9286-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4).